Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury; however, no details have been provided. A review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an umbilical hernia on or about (B)(6) 2009, a bard/davol ventralex was implanted to repair the hernia defect. It is alleged that the patient underwent an additional surgery for repair of an incarcerated ventral hernia on or about (B)(6) 2013, a non bard/davol mesh was implanted to repair the hernia defect. The patient underwent an additional surgery for a partial small bowel obstruction on or about (B)(6) 2013. During this surgery, the surgeon found adhesions of small bowel to the mesh resulting in a partial small bowel obstruction. The surgeon lysed the adhesions between the mesh and the small bowel and released the bowel obstruction. The mesh was removed and a primary repair of the resulting defect was performed. The patient sustained severe and permanent personal injuries, has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress and the device was defective. It is also alleged that the patient requires further medical treatment, including likely need for future surgeries.